Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.